Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2 : foreign country : poland. Review of the most recent repair record determined the motor would stop running and then start and stop again. The motor was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, the handle was flooded and it didn't work. During product evaluation, it was found that the motor of the device would stop running and then start and stop again. There was no patient involvement. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information. No adverse event is associated with this malfunction.